Event description:
The customer reported that the device showed a red x with an alarm sounding. Also reported was a communications pca message in the internal log. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.